Manufacturer narrative:
Stimwave quality has investigated the details of a complaint of device erosion through skin that was reported to stimwave on (B)(6) 2019, by regional sales manager. On (B)(6) 2019, the patient contacted the regional sales manager to report that he could see and feel his device protruding through his incision site. On (B)(6) 2019, at a follow-up appointment, the implanting clinician confirmed that the device did not migrate, and that it was not in the subcutaneous pocket, but protruding out of his skin. At this appointment, the patient reported that he had been lifting heavy machinery at work shortly after the implant procedure ((B)(6) 2019). Because the patient did not report any illness, injury or adverse event, the implanting clinician covered the wound with sterile bandaging and scheduled the patient for a revision on (B)(6) 2019. At the revision appointment, the implanting clinician observed that the receiver coil was in tact, but the proximal end of the device was not secured within the loop. The implanting clinician placed one device on (B)(6) 2019, and the patient is scheduled to have the second device placed on (B)(6) 2019. The patient continues to report good stimulation with the freedom scs system. Immediately following notification, stimwave quality contacted the regional sales manager to review the events preceding issue awareness. On (B)(6) 2019, following a successful trial with freedom spinal cord stimulator (scs) system, a permanent procedure was performed to implant one (1) freedom 8 receiver (fr8a-rcv-a0) and one (1) freedom 8 spare (fr8a-spr-b0) in the epidural space at the t8/t9 vertebral level to treat the patient's chronic low back and leg pain. There were no complications during the procedure, and the patient was discharged the same day reporting good pain relief. The implanting clinician instructed the patient not to return to work until cleared by medical evaluation at a follow-up appointment. The regional sales manager reported that the patient did not comply with clinician's, and returned to his occupation as a construction worker on (B)(6) 2019. The regional sales manager reported that the implanting clinician complied with the instructions for use for the subcutaneous receiver pocket and receiver tunnel. However, during the coil and fixate the receiver steps, the regional sales manager could not confirm if the implanting clinician tucked the proximal end of the device into the suture loop of the coil. It is possible that this noncompliance, in combination with the patient returning to work immediately following a surgical procedure may have compromised the healing process. While the implanting clinician placed the coil deep enough to prevent device erosion, it is possible that the patient's strenuous occupation in combination with no recovery may have caused or contributed to the event. Any jarring or significant impact that the human body experiences can affect the final position of a newly implanted device. For this reason, newly implanted patients are advised to refrain from strenuous physical activity to allow time for scar tissue formation to assist anchoring techniques in stabilizing the device in the body. Stimwave believes the root cause of the issue is attributed to a combination of inadequate implant technique and patient noncompliance to post-operative care instruction. Stimulator erosion is a known adverse event for spinal cord stimulators and the freedom scs system and is mitigated as far as possible in the product's risk management file. The source of the issue was not traced back to inadequate documentation of implant procedure, and the device did not fail to meet performance or safety specifications. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause of the issue is attributed to clinician noncompliance to product labeling and patient noncompliance to post-operative care instructions. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in stimwave's risk management files. Stimwave was in constant contact with the regional sales director from may 18, 2019, onward regarding the complaint and the root cause investigation. The source of the issue is attributed to clinician noncompliance to product labeling and patient noncompliance to post-operative care instructions. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as device protrusion through the skin can lead to an injury, and medical or surgical intervention may be required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) on june 13, 2019.

Event description:
On (B)(6) 2019, the patient contacted the regional sales manager to report that he could see and feel his device protruding through his incision site. On (B)(6) 2019, at a follow-up appointment, the implanting clinician confirmed that the device did not migrate, and that it was not in the subcutaneous pocket, but protruding out of his skin. At this appointment, the patient reported that he had been lifting heavy machinery at work shortly after the implant procedure ((B)(6) 2019). Because the patient did not report any illness, injury or adverse event, the implanting clinician covered the wound with sterile bandaging and scheduled the patient for a revision on (B)(6) 2019. At the revision appointment, the implanting clinician observed that the receiver coil was in tact, but the proximal end of the device was not secured within the loop. The implanting clinician placed one device on (B)(6) 2019, and the patient is scheduled to have the second device placed on (B)(6) 2019. The implanting clinician emphasized to the patient the need to rest following a surgical procedure, though, it is not known if the patient complied with the orders following the revision. The patient continues to report good stimulation with the freedom scs system.